Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for analysis. The stent dislodgement was able to be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on a visual and dimensional inspection of the returned device and the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the there was no resistance with removal of the stylet from the 2.75x33 xience alpine stent delivery system. When the stylet was removed, the stent came off the delivery system balloon and the stent was inside the protective sheath. There was no patient involvement. Another xience alpine was used to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.